Event description:
During preuse testing, customer reportedly noted that there was no flow through the heart/lung vaporizer bracket. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.